Manufacturer narrative:
Brand name: unknown. Date of event: unknown/not provided. Expiration date and UDI are unknown since serial number is not known. Implant date: if implanted, give date: implanted (B)(6) 2016. Exact date was not provided. Explant date: if explanted, give date: not applicable as the lens remains implanted PMA/510(k) number is unknown as the model name/number was not provided. Manufacturing date: unknown since serial number is not known. All pertinent information available to abbott medical optics has been submitted.

Event description:
A female patient reported experiencing vaseline like vision in both eyes after implantation of multifocal intraocular lens (iol). Her physician provided her eye drops to help with the issues. The patient stated that her vision is perfect but complaints of "vaseline vision", like vaseline smeared on her eye, waxy vision, hologram vision, 3-d vision, hazy vision and dirty lens vision. She mentioned that she has a follow-up with her doctor soon. In follow up with her physician's office the only information provided was that the patient is fine now. This report will capture the lens implanted on (B)(6) 2016. A separate MDR will be filed for the lens implanted on (B)(6) 2016.